Manufacturer narrative:
(B)(4). Medwatch number: mw5065990.

Event description:
According to the reporter, the capsule introducer was inserted down at 33cm and the attempted deployment was done, but the bravo capsule failed to fire or release when activated. The introducer was withdrawn and the capsule was noted to still be attached. Upon redoing the process and manipulating the probe a second time, the capsule still did not fire. Patient remained under anesthesia an additional 15 minutes while a new probe capsule was calibrated.